Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified as the pump ran correctly in service. Event history log shows power lost while pump was on (B)(6) 2018 1:12:00 pm, 3 events recorded in the log. Use testing was performed. The main processor unit board and the back up capacitor will be replaced as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump reboots when starting pump. No reported adverse effects.